Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital for a routine generator change procedure on (B)(6) 2021. During the procedure, it was noted that the patient's right atrial lead was fractured. Complete loss of sensing and low and out of range pacing impedance was noted as a result of the lead fracture. The patient's lead was capped and replaced during the same procedure on (B)(6) 2021. There were no patient consequences.